Event description:
This case was reported by a lawyer and described the occurrence of hypocupremia in a male pt who used super poligrip original as a denture adhesive cream. Co-suspect medication included fixodent. In 1986, the pt used super poligrip original at unk dosing. At an unk time after using super poligrip original, the pt experienced hypocupremia, tingling of extremity, numbness of extremities, nerve injury, burning of extremities, pain in extremity, weakness in extremity, loss of control of extremities, and walking difficulty. Treatment with super poligrip original was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "hypocupremia and extensive nerve damage resulting in tingling, numbness, burning, pain weakness and loss of control in his legs and hands and difficulty walking." The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." F/u info was received on (B)(4) 2011, via medical records. On (B)(6) 2008, the pt's copper level was 80 mcg/dl (normal 70 to 155). On (B)(6) 2008, the pt's copper level was 71 mcg/dl (normal 70 to 155). On (B)(6) 2010, medical history included reflex sympathetic dystrophy with chronic upper and lower extremity pain and autonomic dysfunction manifested by increased heart rate and increased blood pressure. On (B)(6) 2010, assessment included leg pain and paresthesias, aggravated by lack of sleep and neuropathy from degenerative disc disease. On (B)(6) 2010, the pt was weak in his lower extremities with decreased pin prick sensation. Assessment included lower leg neuropathy which was getting worse with now associated motor weakness. On (B)(6) 2010, a magnetic resonance imaging (MRI) of the lumbar spine showed mild foraminal stenosis at l5/s1 bilaterally, facet arthrosis at l4/l5 and l5/s1, and bulging discs from l1/l2 through l4/l5 with midline protrusion at l5/s1. On (B)(6) 2010, the pt's copper level was 67 mcg/dl (normal 70 to 175). On (B)(6) 2010, the pt had chronic pain and myelopathy and radiculopathy neuropathy. Nerve conduction studies documented the abnormality. The pt also had a history of copper deficiency and was on replacement for that. On (B)(6) 2011, the pt was seen for widespread pain from his reflex sympathetic dystrophy, but mostly back and leg pain. The pt's legs were getting weaker because of the neuropathy. The physician wanted the pt to go see about having a dorsal stimulator to help control his pain, but the pt decided he did not want to do that. On (B)(6) 2011, diagnosis included neuropathy. The pt wanted to have his zinc and copper level drawn. On (B)(6) 2011, the pt was seen in neurology f/u with a diagnosis of polyneuropathy. The pt's main complaint is painful neuropathic symptoms in the feet and distal legs below the knees. It affected the quality of his sleep. He described burning, coldness, electricity, and sensitivity to touch. Assessment included alcohol abuse non-dependent episodic, myelopathy nos (likely related to previous alcoholism and copper deficiency), reflex sympathetic dystrophy, chronic pain syndrome, peripheral neuropathy, and prior noncompliance with his copper supplementation. Peripheral neuropathy was confirmed by (B)(4) study in 2008 and reconfirmed by (B)(4) study in (B)(6) 2010. Polyneuropathy was mainly sensory with some asymmetric motor features, suspected to be due to the effects of prior alcoholism and copper deficiency. Last copper level in (B)(6) 2008, was normalized at 80. Most recent level again low at 67 with mildly low ceruloplasmin. On (B)(6) 2011, the pt reported his reflex sympathetic dystrophy (rsd) in his hands had resolved, but he was having mostly foot pain. The physician felt it was neuropathy and not coming from rsd. On (B)(6) 2011, the pt's copper level was 62 mcg/dl (normal 70 to 175). This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available.